Manufacturer narrative:
No pt involved in this concern. The probe tip was returned to the MFR on (B)(6) 2011. Investigation revealed that the probe tip was visibly bent, there was also tool marks on the tip. The physical damage was directly related to the reported event. A replacement part was shipped on (B)(4) 2010.

Event description:
A site rep reported that the probe tip is bent and needs to be replaced. No pt was present for event.